Manufacturer narrative:
Analysis was performed by remote service personnel which included remote troubleshooting and testing with the customer biomedical engineer. The results of the analysis indicate the nipb readings are not able to be produced. Based on the results of the analysis, it was determined that the product has malfunctioned and the most likely cause of the reported problem was a faulty nibp assembly. A replacement nibp assembly was shipped to the customer to resolve the issue. Based on the information available and results of additional analysis, no further action is necessary at this time. If additional information is received, the complaint file will be reopened for further investigation.

Event description:
Philips received a complaint on a patient monitor efficia cm10 indicating the non-invasive blood pressure (nibp) readings are wrong. The device was in use on a patient at time of event, there was no adverse event reported.